Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink duo-vent continu-flo solution set ¿came out¿ (separated) from one of the y-sites. The customer further described it as ¿it looked disconnected, not damaged¿. This was discovered during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between september 28, 2018 - september 29, 2018. The actual device was not available; however, unopened companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional test was performed including pressure test and clear passage was performed and the results were satisfactory. No defect was observed. Additional pull test was performed and observed that all components were assembled correctly. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.